Event description:
It was reported that the patient, who had successfully undergone a water vapor therapy procedure on (B)(6) 2025, developed hematuria on (B)(6) 2025. No treatment was provided for the hematuria. Subsequently, on (B)(6) 2025, the patient underwent retreatment with photoselective vaporization of the prostate (pvp) due to worsening of benign prostatic hyperplasia (bph).

Event description:
It was reported that the patient, who had successfully undergone a water vapor therapy procedure on (B)(6) 2025, developed hematuria on (B)(6) 2025. No treatment was provided for the hematuria. Subsequently, on (B)(6) 2025, the patient underwent retreatment with photoselective vaporization of the prostate (pvp) due to worsening of benign prostatic hyperplasia (bph).

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.